Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/expulsion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not underwent essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("pain- apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), nervous system disorder ("other injuries/symptoms - neuro condit/prob") and migraine ("migraines"). The patient was treated with surgery ((B)(6) 2006, hyst. (Full). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, female sexual dysfunction, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, nervous system disorder and migraine outcome was unknown and the menorrhagia had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, nervous system disorder, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004, (B)(6) 2005 patient received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), expulsion, migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration/expulsion, bladder problems. Urinary problems, vaginal discharge, neuro condit/problems, , migraines, plantiff did not underwent essure confirmation test" were added. Outcome of event "bleeding" was updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.